Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump screen display was blurred and dark, also had insulin pump error alarm. The customer¿s blood glucose level was 10.1 mmol/l at the time of the incident and the current blood glucose value was 9 mmol/l. Customer stated the other blood glucose value was 10 mmol/l to 12 mmol/l. Customer was treated with food. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
S/w version 4.11j. Retainer ring=clear. Case type=ngp. Customer complains of pump error 37 alarm and partial display found on mar 26, 2023. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test at 4.25/5 lbs., force sensor test and occlusion test due to pump error 37 alarm noted during testing. Pump failed self-test due to backlight anomaly, confirming partial display. Backlight anomaly and partial display due to moisture damage at pcb1 and pcb2 boards. Unit successfully downloaded to thus. Confirmed pump alarmed pump error 37 on 03/26/2019 01:11:36.000 in pump downloaded history due to moisture damage at motor assembly. Pump was cut open to perform visual inspection and found moisture damage on pcb1, pcb2, motor assembly, lithium backup battery, and force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked retainer, and corroded battery tube. Unable to perform required testing due to pump error 37 alarm noted during test and failed self-test due to backlight anomaly/partial display. Confirmed pump error 37 alarm in pump downloaded history due to moisture damage to motor assembly. Backlight anomaly and partial display due to moisture damage at pcb1 and pcb2 boards. Cosmetic damage noted at retainer during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.